Manufacturer narrative:
The field service representative (fsr) inspected the module and was unable to determine a single definitive cause for the falsely elevated result. Therefore, the alinity I processing module, serial number (B)(6)was considered the likely cause of the issue. No additional discrepant result issues have been reported. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module (03r65-01) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6)was identified.

Event description:
The customer observed falsely elevated alinity b12 results for one sample. The following data was provided: sid (B)(6)ran on (B)(6)2022 initial result = <148 repeat results = 315, <148, <148, <148, and <148. Customer¿s normal range = 213 - 813 pg/ml no impact to patient management was reported

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect b12 results for one sample. The following data was provided: sid: (B)(6) ran on (B)(6) 2022 initial result = 148 repeat results = 315, 148, 148, 148, and 148. Customer¿s normal range = 213 - 813 pg/ml no impact to patient management was reported.